Event description:
During the procedure, a minerva handpiece malfunctioned. It was removed from the field and a new hand piece was opened. The procedure continued as planned and no harm came to the patient. Manufacturer response for ablation handpiece, sterile minerva disposable handpiece (per site reporter): the manufacturer is issuing a biohazard kit and the device will be returned for failure analysis.